Event description:
A customer reported her niece set up her meter, did a control solution test and put the wet strip into a port of their freestyle freedom lite meter backwards. As a result, when the customer tried to test, the meter shut off during testing. The customer further reported they experienced pain in foot, confusion, blurred vision, loss of consciousness and seizure. The customer reportedly self-treated with an oral diabetic medication actos with milk to counteract the event. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a use error, no investigation of the product is required. This is a final report.